Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique using a 6fr prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device was successfully pre-placed. The second proglide advanced, had pulsatile blood return, deployed foot plate, pushed on plunger and was able to retrieve needles. Upon removal, there was difficulty in retracting the footplate and the device would not come out as it was stuck in the artery. Multiple attempts were performed to rescue the device but it would not free itself from the artery. The pre-close technique was abandoned and a surgical cut down was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It was reported that the foot was caught in the artery which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.